Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed low impedances on the left lead. Additionally, following recent weight loss, the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein a new pocket was created and the lead and ipg were replaced to address the issue

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
He reported observation of pain at the implant site cannot be confirmed by lab analysis alone. A visual inspection of the received ipg did not identify any anomalies that would have contributed to the reported event. The ipg was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, and all test steps passed.